Event description:
Catheter broke during removal by pt. No black tip, and end looked frayed. Pt is fine, per physician.

Manufacturer narrative:
Sample has not yet been rec'd, but was reported to be available. The sample will be evaluated when rec'd and a f/u report will be filed.